Event description:
Patient prematurely extubated due to break in headgear device. Patient was ventilated with bag mask and oxygen. Patient unable to maintain adequate ventilaory status. Anesthesia was notified and patient re-intubated. Patient returned to ventilator support and vitals returned to baseline.what was the original intended procedure?patient was intubated on the ventilator. Et tube holder broke. Pt was placed on the vent 1/31. Event happened 2/9.